Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic during follow-up, inappropriate sensing was observed. There was no noise with provocative testing. Review of the session record revealed possible oversensing of environmental emi. Diagnostics were cleared and the device was reprogrammed. Inappropriate atp due to oversensing resulting in short run of vf was noted. Arrhythmia resolved on its own with no further therapy and no symptoms were reported. Programming changes were made. Patient's condition was fine.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomaly was observed. The cause of the noise could not be determined.

Event description:
New information received notes that noise issue was not resolved by device re-programming. Device was explanted and replaced. Patient was fine post-procedure.